Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of inability to interrogate and battery depletion were confirmed. As received, the device was below end-of-service level. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited an interrogation problem. The patient was brought into the hospital with their heart rate in the mid 30's. Upon device interrogation, the device was revealed to have triggered elective replacement indicator in (B)(6) 2020 and now the voltage was less than 2.10 volts. There was no allegation from the health care professional that the battery depletion was premature. The device was explanted and replaced on (B)(6) 2020. The patient tolerated the procedure well.